Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 33,783 joules. The customer could not confirm if the fiber tip was retrieved. No pt injury was reported. The device was not returned for eval.